Event description:
It was reported the right ventricular (rv) lead exhibited poor sensing. The low voltage portion and right ventricular (rv) lead coil portion of the lead were programmed off and the superior vena cava (svc) coil remains in use. A second rv lead was added to pace and sense. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).